Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -12.0/+1.0/087 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020, the lens was explanted due to low vault. The cause of the event is reported as unknown. Reportedly, the patient did not want to undergo an additional operation.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).